Event description:
It was reported a request to review the logs to determine if the tirofiban (aggrastat) infusion was "stopped, turned off, or held." The customer is also requesting the keystroke details of when the medication was infusing, non-infusion period, infusion rates. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on 08 august 2024. The infusion was started at 0850. The customer is requesting the manufacturer to revie the logs for the timeframe 0850 - 1537. Aggrastat infusion was ordered a bolus dose of 25 mcg/kg and maintenance dose of 0.075 mcg/kg/min. The customer (critical care pharmacy clinical specialist, pharmd) suspects a use error occurred; infusion was stopped but should continue to infuse.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the request for a log review associated with a aggrastat infusion, use error was completed as requested. A review of the pcu event logs showed that on 08augl2024 at 8:48 am, an infusion for aggrastat (drug ID: 1364) with a rate of 8.1648ml/h, a vtbi of 80ml and a bolus dose of 12mg/kg/minute for 30 minutes. At 11:54 am a remote intravenous (IV) message was received with the following infusion parameters; drug selected=aggrastat (drug ID: 1362), patient weight=68.04kg, drug amount: 5000mcg, dose: 0.075mg/kg/minute, vtbi: 100ml, rate: 6.1236ml/h. No other bolus doses were identified. It should be noted that the unit was removed multiple times during the incident infusion and the pcu alarmed a channel disconnect due loss of unit power. At 9:55 am unit was removed and the infusion stopped, the pcu alarmed channel disconnect, two seconds later it was connected back to the pcu. At 9:56 am unit was removed and the pcu alarmed channel disconnect, at 9:57 it was connected back to the pcu. At 3:37 pm unit was removed, seconds later it was added again, user selected the unit and restored the previous infusion. Testing could not be performed due to the suspect pcu and suspect pump module not being returned for investigation. Inspection could not be performed due to the suspect pcu and suspect pump module not being returned for investigation. The cause for the ¿channel disconnect¿ alarms was not able to be identified from a review of the logs only. Per the alaris system user manual v12.1, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The bd alaris¿ system channel disconnected tip sheet states that when properly secured/snapped, the release latch provides a very secure connection between modules. If not properly latched, a module can be dislodged during operation. It is also stated that the user should securely attach modules as instructed to prevent damage to iui connectors and/or interruption of therapy. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a aggrastat infusion, use error was identified to be a removal of the device while infusing, generating ¿channel disconnected¿ alarms on the pcu during the investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a request to review the logs to determine if the tirofiban (aggrastat) infusion was "stopped, turned off, or held." The customer is also requesting the keystroke details of when the medication was infusing, non-infusion period, infusion rates. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on (B)(6) 2024. The infusion was started at 0850. The customer is requesting the manufacturer to revie the logs for the timeframe 0850 - 1537. Aggrastat infusion was ordered a bolus dose of 25 mcg/kg and maintenance dose of 0.075 mcg/kg/min. The customer (critical care pharmacy clinical specialist, pharmd) suspects a use error occurred; infusion was stopped but should continue to infuse.